Manufacturer narrative:
(B)(4). D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, compatibility check and complaint history review> item and lot identification was not provided. Medical records were not provided. Complaint cannot be confirmed. A definitive root cause cannot be determined. The delay in reporting is being addressed via CAPA. Additional associated products ------------------------------------------- unk persona ps standard femoral implant, sz 8 lot# unk unk persona articular surface lot# unk.

Event description:
During a review of anonymized data query, it was noted an initial total knee arthroplasty of unknown laterality was completed on an unknown date. Subsequently, the patient experienced moderate/severe pain at greater than 6 months, with stiffness, swelling, and cellulitis.